Manufacturer narrative:
Investigation summary this statement summarizes the investigation results regarding a complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b assay (material #: 256088), batch #: unknown. The customer reported that they ran one test, initial read was positive for flu b. Customer did not trust this result and re-inserted the same test device on a different analyzer, this resulted as a negative result. They then re-inserted the same test device on the original analyzer and got a negative result. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were not performed as there was no batch number provided. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for false positive was conducted, no adverse trend was identified. Customer was advised the test devices should not be re-inserted in the analyzer to re-read results. It was suggested that they should repeat the sample on a new test device or try an alternative form of testing for this patient (pcr). There were no corrective actions taken at this time.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) patient test resulted positive for flu b. The customer was unsure about the result and re-inserted the same test cartridge into a different veritor analyzer, which provided a flu b negative result. This same test cartridge was then re-inserted back into the initial veritor analyzer used for testing and a flu b negative result was obtained. There was no health impact or consequences reported. Eua# (B)(4).

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. The information for the 510k is as follows: g4. PMA/510(k)#: eua#: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) patient test resulted positive for flu b. The customer was unsure about the result and re-inserted the same test cartridge into a different veritor analyzer, which provided a flu b negative result. This same test cartridge was then re-inserted back into the initial veritor analyzer used for testing and a flu b negative result was obtained. There was no health impact or consequences reported. Eua#: (B)(4).